Manufacturer narrative:
The pt's age was requested but not provided. The date of the event was requested but not provided. Two different coblator ii controllers are returning from the facility for the investigation. The controller used in the procedure is not known. See MDR 2951580-2011-00069 and 2951580-2011-00070 for results of the investigation of the controllers returned from the facility. A second device, reflex ultra ptr plasmawand with integrated cable, used in the same procedure was filed under MDR 2951580-2011-00054.

Event description:
The pt underwent a turbinate reduction procedure using a coblator ii sys and an reflex ultra ptr plasmawand with integrated cable. The pt required treatment at an emergency room for post operative bleeding 3 to 5 weeks following the original procedure. Nasal packing was administered to stop the bleeding.